Manufacturer narrative:
Inratio precision data provided by end-user lot: date: (B)(6)2009, 1st inr = 2.6 inr, 2nd inr = 2.8 inr, 3rd inr = 3.4 inr, mean = 2.93, sd = 0.42, %cv = 14.19. Since 14.19% cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Customer results analyzed and precision met criteria. Product deficiency not established. Further action not required. (B)(4). Trending and tracking will be done in review. Corrective action not required as product deficiency was not established.

Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6)2009. Clinic's inratio meter - 2.6, 2.8. Patient's inratio meter - 3.4.